Event description:
Patient with the implanted spinal cord stimulator. The stimulator was implanted in 1997. It stopped working in 2000. The patient had to undergo additional surgery which revealed shredded electrodes.